Event description:
After implant there was more pain than prior to implant, not relieved until revision, but even after revision there is some pain. Pain, limitation of motion, inability to exercise and walk as previously, inability to get to floor with grandchildren, need for cane, inability to be active with resulting weight gain, inability to do most housework.